Event description:
Customer reportedly obtained results of 12mg/dl and 70mg/dl within 10 minutes on the voicemate/advantage system. Customer ate a sandwich based on device results. No adverse event reported. Requested return of suspect system and replacement was sent. No information provided to indicate where comparison performed.